Manufacturer narrative:
Reference report number: 0400170000-2006-8006. The facility reported the laser fiber broke off in the pt's kidney. This was retrieved. No injury to the pt was reported. A medwatch report was rec'd from the FDA on 09/11/2006 and deemed non-reportable. On 10/02/06, the referenced report above was received, requesting a response via the form 3500a. Therefore, this medwatch report is being submitted. The facility was contacted and the fiber was not available for eval. The p/n and/or lot number was unknown. No further investigation can be done. Fiber ID not verified. Laser used not verified. The laser used for this procedure was most likely the stonelight. The accustat fiber is used with the stonelight system. The accustat product insert states the following under instructions for use: "5. Before beginning with the surgical procedure, the accustat should be checked for damage during shipment. While the aim beam is activated, direct the beam at a nonreflective service from a distance of less than 1 inch. If the aim beam is not seen, or if a glow is detected anywhere on the length of the cable, the device may be defective, and should not be used." And, under warnings: do not probe or attempt to retract tissue with the accustat. To do so may result in fiber breakage. Do not reuse or cleave the exposed fiber. The accustat is a glass fiber and any damage to the jacket or fiber core will result in the emission of uncontrolled laser energy. Do not wrap any unused length of the fiber in drapes or cloth. Do not attach the fiber directly to the surgical drapes with a crushing clamp such as a hemostat. Do not place or drop instrumentation onto the fiber. Never lean against fiber. Doing any of the above may damage the fiber and result in a concentration of heat. This can lead to drape fires and/or patient burns. Do not exceed 10 watts."